Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor sv 2.5 device ruptured filling. The device was being filled with a solution of 5-fluorouracil when the reservoir ruptured. There was no patient injury or medical intervention reported. No additional information is available at this time.

Event description:
During follow-up for an unrelated complaint, the patient's caregiver indicated the patient had an infection. Additional information obtained from one of the patient's peritoneal dialysis (pd) nurse on 10/05/2010: the patient started with pd therapy on (B)(6) 2009 with local (pd4) ambuflex. The patient was hospitalized from (B)(6) 2010 to (B)(6) 2010 and was diagnosed with bacterial peritonitis on (B)(6) 2010. There was no exit site or tunnel infection associated with this peritonitis. It was indicated the patient?s pd effluent was analyzed on (B)(6) 2010. The cell count showed 2738 leucocytes, 92% neutrophils, and 8% monocytes. The gram stain showed positive results and the culture showed (B)(6). The patient was treated with vancomycin and recovered from the peritonitis. The nurse indicated that the cause of the peritonitis was unknown; however, stated that the (B)(6) had spread from other parts of the patient's body. The nurse also indicated that this peritonitis event was a reocurrent peritonitis from one that began on (B)(6) 2010. The nurse stated that the infection resolved and came back, but she was unable to provide an exact number of times the infection reoccurred. The following information pertaining to the peritonitis from (B)(6) 2010 was obtained on 10/14/2010 and is as follows: the patient was diagnosed with bacterial peritonitis on (B)(6) 2010 but was not hospitalized. There was no exit site or tunnel infection associated with the peritonitis. The patient's pd effluent was analyzed and the cell count showed 1163 leucocytes, 92% neutrophils, 2% lymphocytes, and 6% monocytes. The gram stain showed gram positive (B)(6) and the culture showed (B)(6). The patient was treated with vancomycin 2 grams intraperitoneal and recovered from the peritonitis. The nurse again indicated that the cause of the peritonitis was unknown; however, stated that the (B)(6) had spread from other parts of the patient's body. The nurse indicated that after the diagnosis of this peritonitis, the patient's blue twist clamp regular length transfer set was replaced, but that for the reoccurring event in september, the catheter was just removed and the patient was placed on hemodialysis. There was no allegation of a device malfunction and the patient was reported to be doing well on hemodialysis.

Manufacturer narrative:
(B)(4). Device evaluation: the device was returned to baxter for evaluation. A visual examination was performed. Device evaluation confirmed the reported condition of a ruptured reservoir. The device is a single use device and was discarded. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, CAPA (B)(4). Batch review determined that no nonconformance reports were documented for this lot during manufacturing. A follow up report will be submitted if additional information becomes available.